Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported patient underwent initial hip arthoplasty on (B)(6) 2016. During the procedure, while inserting the cup the tip of the impactor fractured. Pieces of the fractured product fell into the patient, but were removed. The procedure was completed using a rim impactor. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Product likely failed due to bending overload force or impactions on the side of the handle; however, a conclusive root cause cannot be determined.